Event description:
The surgeon was using the probe inside the knee joint around the condyle and meniscus. When a little pressure was applied the instrument end snapped off. The surgeon was able to retrieve the piece that broke off. No foreign body was left in the patient. No patient harm.